Manufacturer narrative:
Additional procodes: hrs, hwc. 510k: this report is for an unknown trauma screws. Part and lot numbers are unknown; UDI number is unknown. Complainant parts are not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Code (B)(4) used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent revision surgery to remove the variable angle(va) locking compression plate (lcp) distal femur plate and unknown screw from the patient¿s distal femur due to non-union. The hardware was originally implanted on (B)(6) 2017. The patient was revised to a 4.5mm lcp condylar plate and unknown screws. On (B)(6) 2018, the patient underwent a second revision procedure to remove the 4.5mm locking compression plate (lcp) condylar plate and unknown screws from the patient¿s distal femur due to non-union. The patient was revised to a prosthetic distal femur. Patient consequence is unknown. This report is for unknown trauma screws. This is report 2 of 2 for (B)(4). This report will address the va lcp distal femur plate and unknown screws removed on (B)(6) 2017. The revision surgery on (B)(6) 2018 has been captured under complaint number (B)(4).